Event description:
A caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.